Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing dates are not available. Return requested for 3 ratcheting handles. 3 replacement ratcheting handles shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their 3 navigation instruments were damaged. They have 3 broken ratcheting handles, impactor broken on each. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified. Replacement devices were requested. The site representative stated that these device issues are being reported as no patient present and there was no impact on the patients nor on the surgeries. The site department head is not able to link these issue to specific surgeries any longer.

Manufacturer narrative:
Device manufacturing date provided. One of the three handles (lot number 130422) alleged to have broken was returned to the manufacturer for analysis. The impact cap was not broken as reported. The returned handle is well worn with many nicks on the impact cap. The handle receives and releases instruments without issue. The device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.